Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used for a right ileal conduit urinary diversion procedure, performed sometime in (B)(6) 2019. The percuflex uds was able to be delivered to the target anatomy successfully and able to allow flow of urine from the kidney to the external collection system successfully through its eight days indwell time. Six days following the procedure, the patient experienced chills, which was managed with intravenous antibiotics. Per physician's assessment, the event was serious, possibly related to the device, and possibly related to the procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2019, and the day of adverse event reported post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d6a: the stent was implanted sometime in (B)(6) 2019. Block d6b: the stent was explanted sometime in (B)(6) 2019. Block h6: imdrf patient code e2304 captures the reportable event of chills. Imdrf impact code f2303 captures the reportable event of medication required.